Manufacturer narrative:
The device history record (DHR) for lot 24l021662 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that during a procedure, an additional pack of raytec was opened to the field. When using, it was noticed that they were leaving tiny threads of the raytec behind. The circulator opened another pack and rubbed them around and noted that they also were leaving behind tiny threads.

Manufacturer narrative:
The device history record (DHR) for lot: 24l021662 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor reports and take actions as applicable.